Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: strip issue. Customer removed the strips from the original container(vial) and placed them in a pouch.

Event description:
Consumer reported complaint for lo blood glucose test results. Customer advise that lo means that the blood result could be less than 20mg/dl. Customer is not having any symptoms of low blood sugar. The customer is concerned with tests results from all five results obtained. The customer's expected fasting blood glucose test result range is 80 to 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification out of the container. Customer removed the test strip from the original container (via lot) and placed them in a pouch. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found. Most likely underlying root cause of malfunction:user's test strip had a poor storage(pouch). Note: test strips lot # added:ps2452.

Event description:
Consumer reported complaint for lo blood glucose test results. Customer advise that lo means that the blood result could be less than 20mg/dl. Customer is not having any symptoms of low blood sugar. The customer is concerned with tests results from all five results obtained. The customer's expected fasting blood glucose test result range is 80 to 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification out of the container. Customer removed the test strip from the original container (via lot) and placed them in a pouch. The meter memory was reviewed for previous test result history: reviewed meter memory (B)(6).